Event description:
This patient had an avanos 55" 10 fr. "Dobhoff" tube placed to provide enteral nutrition during her hospital stay. A portion of the "dobhoff" tube was found to have broken off upon imaging and required to be replaced. In may of 2024, uf health shands switched the "dobhoff" tubes to avanos nasogastric feeding tubes. Since may 2024, (B)(6) hospital has documented twenty-two incidents of the avanos nasogastric "dobhoff" tube rupturing. These events have occurred across multiple patient care units, with diverse patient populations. This is a marked increase in the incidence of "dobhoff" tube failures compared to the legacy version in use previously. Information regarding the details of the device failures is available upon request. Dobhoff tube.